Manufacturer narrative:
Concomitant medical product: dtmb1q1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The right ventricular (rv) lead was explanted and replaced. The left ventricular (lv) lead was explanted and not replaced. No further patient complications have been reported as a result of this event.